Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log files review. The log files spanned approximately 6 days ((B)(6) 2020 per the timestamp). A no external power alarm coincided with low voltage and power cable disconnect alarms that intermittently activated on (B)(6) 2022 from 07:35 to 19:20 and (B)(6) 2022 at 10:16 due to the rsoc and bus voltages simultaneously decreasing to ~0v with a loss of ac power while the device was connected to mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was determined to be a user error due to disconnecting the power cord. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power, power cable disconnect, and low voltage advisory. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in a motor vehicle accident. There was no overt damage noted at the bedside assessment and interrogation. The log files captured multiple episodes of power cable disconnect/low power hazard/no external power alarms intermittent on (B)(6) 2022 while tethered on mobile power unit (mpu). The patient intermittent pulled out the mpu cord on (B)(6) 2022. The alarm has not occurred since the patient went back on power module. There were no other unusual events seen within the log files and the device operated as expected. The patient was stable.